Event description:
It was reported that, on the day prior to the report, there was a trial case and when the lead was put in place it initial worked with some electrodes; but then some of the electrodes started going out of range in impedance. It was reportedly thought that this was because of the ¿tight space¿ the lead was pushed through. It was thought that the lead may have been pinched somewhere. It was noted that this was a weird issues and the lead and trialing cable would be returned for analysis. It was further reported that when the lead was removed they noticed it had a lot of tension on it. The lead reportedly did not come out without tension or drag as they normally saw leads come out. It was noted that it was as if it was going through a tight turn. The health care provider (hcp) attempted to put another lead in but was not successful. It was noted that the patient was upset and wanted to stop. A second lead was reportedly opened but never actually got in place. It was noted that on the second lead the hcp went a level lower and it was noticed that the hcp took too steep of an angle entering the epidural space so they were not able to come out of the epidural space and head cephalad effectively in posterior fashion. The leads were reportedly tried in both the 0-7 and 8-15 ports and they received the same result. It was noted that the patient initially felt some stimulation at high voltage on two electrodes. When it was found that they were going up to 10.5 volts and the patient was not feeling stimulation, an electrode impedance was done. A couple of electrodes reportedly had high impedance around 8000-9000 and the rest were greater than 10,000. It was also noted that they only tested at a 0.7 level. It was later reported that the patient was fine and awaiting another trial date.

Event description:
Additional information received reported that the lead that had ¿poor impedances¿ had been replaced the day of trial implant (4/16). It was noted that the system was implanted for a pain therapy trial. It was stated that it ¿may have been pinched¿. It was reported that it did not deliver energy to the patient. It was reported that the trial system was used for diagnosis. It was stated that there was no patient death or injury, and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): analysis of the trial lead (lot # a0e4ch) found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 3874, lot# va0e4ch, serial# unknown, product type: screening device; product ID 3555-31, lot# n436282, serial# unknown, product type: screening device; product ID neu_unknown_lead, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.